Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an increase in shock impedance measurements, reaching out of range values up to 160 ohms. The pacing impedance is within normal limits and episodes with noise have not been recorded. Provocative maneuvers were performed, and no abnormalities were identified. The physician suspected this could be related to fibrosis on the lead coil. An integrity test was performed, and commanded shock testing was conducted using 1.1 and 41 joules shocks. The reported impedance values were 103 and 93 respectively, and since they were in range, the physician did not perform a lead revision and opted to only explant and replace the implantable cardioverter defibrillator (ICD) device. The patient will continue to be monitored. No additional adverse patient effects were reported. The device was discarded per physician decision.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an increase in shock impedance measurements, reaching out of range values up to 160 ohms. The pacing impedance is within normal limits and episodes with noise have not been recorded. Provocative maneuvers were performed, and no abnormalities were identified. The physician suspected this could be related to fibrosis on the lead coil. An integrity test was performed, and commanded shock testing was conducted using 1.1 and 41 joules shocks. The reported impedance values were 103 and 93 respectively, and since they were in range, the physician did not perform a lead revision and opted to only explant and replace the implantable cardioverter defibrillator (ICD) device. The patient will continue to be monitored. No additional adverse patient effects were reported. Product return availability information has been requested to the field.

Manufacturer narrative:
This product was not returned to boston scientific as it was discarded by the facility, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an increase in shock impedance measurements, reaching out of range values up to 160 ohms. The pacing impedance is within normal limits and episodes with noise have not been recorded. Provocative maneuvers were performed, and no abnormalities were identified. The physician suspected this could be related to fibrosis on the lead coil. An integrity test was performed, and commanded shock testing was conducted using 1.1 and 41 joules shocks. The reported impedance values were 103 and 93 respectively, and since they were in range, the physician did not perform a lead revision and opted to only explant and replace the implantable cardioverter defibrillator (ICD) device. The patient will continue to be monitored. No additional adverse patient effects were reported. The device was discarded per physician decision.